Event description:
The report from the study indicates the pt was hospitalized for a pci approx 3 years and 7 months post stent implant. There is no further info regarding this event. Therefore, this will be reported as a stent restenosis. The pt is a female. The pt was a past smoker. Prior to the procedure, the pt was taking aspirin, clopidogrel, heparin, and a gp iib/iia inhibitor. During the procedure, the patient was given heparin. The target vessel was the proximal left anterior descending artery (lad). Vessel diameter was 3mm and lesion length was 13mm. The lesion was a total occlusion, eccentric and had irregular contour. The lesion was pre-dilated with a 2.5 x 20mm balloon at 15atm. Pre-procedure timi flow was 0 and post-procedure timi flow was 2. A cypher was deployed in the lesion at 12atm. The pt was discharged 4 days post-procedure. Post-procedure medications were aspirin, clopidogrel, statins, beta blockers and heparin.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product was not available for analysis. A device history report review was conducted and this lot of products met all requirements per the applicable mfg quality plan. Restenosis is a known adverse event associated with coronary stenting and is associated with the progression of coronary artery disease. Without pertinent info such as the location of the vessel requiring treatment, vessel/lesion characteristics and pt history, it is not possible to determine the exact cause of the event.